Event description:
The physician entered the electrode through the anterior inferior portal. He did not use a cannula and was not overly aggressive with electrode. He used the electrode to ablate the acromioclavicular joint ligament and nothing else. The electrode performed well. When the physician examined the rest of the joint, staff noticed a piece of ceramic in the joint space. The physician used a pair of grasping surgical tools to remove the ceramic piece. On 07/25/2000, sales rep followed up with the physician and he did not have any adverse postoperative reactions to report. The physician feels that the pt tissue may have been a contributing factor.